Manufacturer narrative:
Foreign: (B)(6).

Event description:
Information was received indicating during functional testing a brand new cadd-solis vip, mdl 2120, pump failed accuracy testing.

Manufacturer narrative:
Report source: (B)(6).

Event description:
Information was received indicating during functional testing a brand new cadd-solis vip, mdl 2120, pump failed accuracy testing.

Manufacturer narrative:
Event problem and evaluation codes: updated after device evaluation. Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device intact. The customer stated problem was not duplicated. Investigation found no issues with the device delivering. The pump was tested and was found to be functioning properly and delivering within specification. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.